Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) checked the system onsite and confirmed that the system is getting an error message. Upon troubleshooting, the philips field service engineer (fse) checked the system remotely and found that the system was getting an error image. To resolve the issue, the fse conducted a database consistency test and repair, followed by a complete re-creation of the system's image store. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating disk space was low, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.